Event description:
Five pts took at-home pregnancy test and obtained positive result. Pts then went to clinic for confirmation and pregnancy strips gave negative results. One pt was confirmed positive bhcg quant.

Manufacturer narrative:
Retention device testing pending.